Event description:
The lay-user/pt alleged that the buttons on the keypad do not respond. There was product misuse. The keypad did not appear to be peeled or torn. Further more, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: no visible damage to keypad observed; all keys respond to user input. All buttons spring back to its original state after pressed. Keypad removed for further diagnosis. There was contamination under the "contrast/up/down" buttons.